Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inappropriate auto-mode switch episode due to an undersensed premature ventricular contraction leading to a pacemaker mediated tachycardia was observed via remote transmission. Far r-wave oversensing was observed. The pacemaker mediated tachycardia stopped when the device mode switched. Programming changes were recommended.